Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient experienced hyperglycemia and diabetic ketoacidosis while on insulin pump therapy with blood glucose measurement of 600 mg/dl. The patient was reported to have been hospitalized, discontinued from insulin pump therapy and treated with intravenous fluids and other non-specified treatment(s). The reporter stated that the basal history in the pump does not match the patient's active basal program; the cause of this inaccuracy is not known. The reporter stated the patient may also have a staphylococcal infection. The patient remained hospitalized at the time of the reporter's contact with animas. This complaint is being reported because the patient alleged a serious adverse physical event requiring hospitalization associated with an allegation against the delivery function of the pump.